Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve initial intra-operative echo shows significant central leak. Another echo was performed the following day, and the leak seems to be getting better. It was noted that "2d echo looks fine; 3d echo - one leaflet was slow to close." Since the patient is (B)(6) and the cardiopulmonary bypass pump time was 4 hrs, the decision was made by the surgeon to not re-operate at that time. Device remains implanted in the patient.

Manufacturer narrative:
.

Manufacturer narrative:
Echocardiography imaging cds were requested and provided by the reporting surgeon; an independent review of the provided echo was performed, impression as follows: "immediately after mitral valve replacement with a bioprosthesis, there is mild-to-moderate mr with a central jet origin. Although not well interrogated, there is suspicion based on available images of diminished opening of at least one leaflet (most likely in a posteromedial position). Although referenced in the provided history, follow-up imaging from the following day is not available for review. If there is abnormal leaflet motion, it could be due to a suture loop or due to an intrinsic abnormality of the bioprosthesis". The device serial number was not provided therefore a manufacturing review could not be performed at this time. The subject device remains implanted and could not be evaluated. No further investigation can be performed at this time. Edwards' follow up attempts with the healthcare provider are ongoing in order to obtain patient/device status, additional echo imaging if available, and the device serial number. Updates will be reported if provided.